Event description:
Clinical trial. It was reported that 460 days following a coronary artery stenting procedure, the patient developed in-stent restenosis. At the time of the index procedure, the patient presented for treatment with an acute myocardial infarction. Treatment of the 2.5x16mm, 100% stenosed distal rca (right coronary artery) consisted of predilation and placement of a 2.5x20mm express2 bare metal stent resulting in 0% residual stenosis. The patient presented to the ER 460 days following the index procedure with acute onset severe dyspnea and pulmonary edema. The patient was treated with biphasic positive airways pressure which restored adequate oxygenation. Catheterization four days later revealed high-grade end-stent restenosis of the rca. Echocardiogram showed moderately severe mitral regurgitation. Mitral valve repair and CABG (coronary artery bypass graft) times two were performed 468 days following the index procedure. Postoperatively, the patient developed anemia, hypokalemia, and volume overload. The patient was discharged four days following the reintervention procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.